Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. Hemostatic valve failure. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted, reverse blood was observed. Valve damage was not visually observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another new one, and the procedure was continued. Additional information was received. No physical damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The blood return from the hemostatic valve was confirmed. No physical damage was confirmed. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The exact blood volume was not confirmed, but it was a small amount and did not require additional medical treatment. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Hemostatic valve failure. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted, reverse blood was observed. Valve damage was not visually observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another new one, and the procedure was continued. The bwi product analysis lab received the device for evaluation on 11-jul-2022. The device evaluation was completed on 14-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. During the visual analysis the hemostatic valve was not visually observed inside the hub component. The hemostatic valve was found inside the vizigo sheath. Microscopic examination was performed to the silicon ring and it showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The valve issue could be related to the issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).